Event description:
Light separated between lighthead and arm. This occurred while physician was in the process of redirecting the light. The light was caught by the physician which prevented injury to the patient.